Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 01-jul-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 2.6 mg/day) via an implanted pump. It was reported that on (B)(6) 2020 the patient¿s catheter was removed. The reporter did not know the reason for sure, but it was mentioned by a nurse that a possible granuloma was seen. The reporter had been paged to come to the facility to permanently shut off the pump because the pump was left in the patient¿s abdomen when the catheter was removed. The options of minimum rate or permanently turning the pump off were reviewed and it was decided to turn the pump off, so the code to permanently stop the pump was entered on (B)(6) 2020. When reviewing the report on (B)(6) 2020, the reporter noticed a motor stall alert under the current pump settings, but she did not have the logs so it was not clear when the motor stall occurred, but it was possible it was related to an MRI. No further complications were reported/anticipated.

Event description:
Additional information was received from the healthcare provider and the company representative who reported that they were unsure of a full diagnosis in regards to if it was determined that the patient had a granuloma. Per the reporter, they did not read the logs because the pump was going to be turned off permanently anyway when asked the date and time of the motorstall and recovery when reviewing the reports on (B)(6) 2020 after entering the pump stop code on (B)(6) 2020. The cause of the pump stall was not determined but the patient had recently had an MRI. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.